Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that one week following an intraocular lens (iol) implant procedure a patient experienced decreased visual acuity from 1.0 to 0.25 and the patient developed a corneal endothelial fold, keratic precipitates, tyndall effect and vitreous opacity. Additional information was provided, indicating that the patient's diagnosis is toxic anterior segment syndrome with an onset of 4-7 days postoperative. There were no cultures performed. The patient was treated with a peribulbar injection of steroids. The intervention was effective and the outcome is improving.